Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve, pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.

Event description:
It was reported that during the farapulse procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that fluid leak and visible air was noticed in the sheath during the insertion of the catheter. Pressure bag was used for irrigation. No fluid leak was observed, and no air was seen in the patient. The procedure was completed successfully by using an alternate device. No patient complications have been reported. The product is expected to be returned for analysis.

Event description:
It was reported that during the farapulse procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that fluid leak and visible air was noticed in the sheath during the insertion of the catheter. The procedure was completed successfully by using an alternate device. No patient complications have been reported. A pressure bag was used for irrigation. No fluid leak was observed, and no air was seen in the patient. The product is expected to be returned for analysis.